Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with slight abdominal pain and hazy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count of 1119/mm3. The patient was diagnosed with peritonitis due to a lack of cleanliness involving the patient¿s cycler and storage of consumable products utilized for ccpd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient returned to the outpatient on (B)(6) 2023 for an infection follow-up. An additional wbc count taken in the outpatient clinic on (B)(6) 2023 presented with 21/mm3 which showed response to antibiotic therapy and a resolving peritonitis infection. The patient recovered from this event as they remain asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following these events.